Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. The envelope seal and circular seal appeared intact. The insufflation port appeared intact. The distal end of the radially expandable sleeve was broken. Pmv performed functional testing and the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken distal end of the radially expandable sleeve may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic case on a pediatric patient, the bottom piece of the obturator/trocar (end of the plastic trocar) broke off into the patient and the broken piece was retrieved out of the abdomen with graspers. In order to complete the case, a new trocar was opened. There was no patient injury.